Event description:
It was reported the patient alleged she experienced overstimulation and a burning sensation from her scs device. The patient stated she had her scs system explanted, but she does not remember the date it was removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.